Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump is not working. Customer's blood glucose at the time of the call was 326 mg/dl. Troubleshooting found that the tubing may have been kinked and that the pump alarmed no delivery and battery out limit. Customer indicated that she was in the hospital because she passed out and that someone stole her meter. Troubleshooting advised that her meter would be replaced.